Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. The customer did receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged short battery life found on (B)(6) 2021. The pump passed the displacement test and self test. No low battery alert, battery power loss or failed battery test alarm noted during testing. However, high sleep/active current noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, the power management graph confirmed the battery draining very quick. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Swapped the test electrical board 1 and remeasuring, the sleep/active current was still high. Swapped the test electrical board 2 and remeasuring the sleep/active current was still high. Unable to determine the root cause for high operating current, problem isolated to electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage to the pump case. Short battery life and high operating currents was confirmed due to drained battery voltage.